Event description:
It was reported that patient has a complaint about glare and halo with an intraocular lens (iol). There is no issue about va (1.0) , but patient cannot adapt to diffractive iol. The daily activities of the patient were significantly affected. Patient vision pre-operative is far: 0.8 near: j4 (decimal) and vision post-operative is far: 0.5 near: j2. Doctor performed explant and replace with monofocal iol. Patient is temporarily impaired. No further information was provided.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction and additional information: section b3: date of event: should have indicated as unknown, not provided, but the best estimate date is between (B)(6)2021 and (B)(6)2022. In the initial report, it was inadvertently indicated as 2/12/2022. Section d6b: if explanted, give date: as per the additional information received, the correct explant date is (B)(6)2022. It was indicated as 2/28/2022 in the initial report which is hereby corrected. Section d9: device available for evaluation: yes. Date returned to manufacturer: 12 aug, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received wrapped in gauze inside an opened non-jnj pouch. Visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.